Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had alert for high out of range shock impedance values greater than 125 ohms. Boston scientific technical services (ts) reviewed that this was a slow, steady rise in shock impedance that could be due to the possible cause of buildup on the coils. Discussed plan of continuing to monitor and increasing alert value to 150 ohms. The lead remains in-service. No adverse patient effects were reported.